Event description:
It was reported that the blade tip broke off in the joint of the patient. The procedure was changed from arthroscopy to open in order to remove the tip. The case was completed using a replacement blade. A surgical delay time of one hour was reported due to this event. No further patient information was provided at the time of this report or in follow-up communication with the facility. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was returned for evaluation. The complaint was confirmed; the tip of the inner tube was broken off. The broken tip showed evidence of contact with another hard object by way of an impact nick on the cutting edge and twisted material distortion. There was also pronounced frictional wear on the inside surface of the outer tube supporting contact between the two tubes. The observed condition suggests excessive force was applied to the tip at the cutting window, as evidenced by the frictional wear of the inner tube surface. The event root cause was determined as user misuse. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is excessive force applied to the tip, while the device is in operation. This can cause the inner tube to get caught on the outer tube and subsequently peel off the tip. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.